Manufacturer narrative:
Medical records were requested, however have not been provided to date. Based on the info provided no connection can be made between the bard device and the pt's death. The cause of death was reported to be liver cirrhosis from autoimmune disorder. Additionally, with the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's alleged recurrence. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Recurrence is a known possible adverse reaction listed in the IFU. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol via (B)(4): the contact has alleged that on (B)(6) 2012 the pt was implanted with a bard perfix plug for repair of a left inguinal hernia. Work up showed that the pt was in healthy condition and able to receive treatment. In 2013, following the implant the pt began having severe pains and was diagnosed with a recurrent left inguinal hernia, as well as a right inguinal hernia. Additionally, he was diagnosed with stage 4 liver cirrhosis and due to this could not undergo add'l surgery to repair the hernias. Medical doctors did not have an explanation as to how the liver cirrhosis was brought upon so quickly. The pt's blood work showed that he was healthy with no other organs effected. In 2014, the pt passed away, the cause of death was reported to be liver cirrhosis from autoimmune disorder.